Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
(Tampons) left pieces of material inside me [foreign body in reproductive tract]. Left pieces of material inside- tampax [device breakage]. Case description: consumer stated on social media that the tampons left pieces of material inside her. No serious injury was reported.